Event description:
On 3/14/96, a call was received stating the skull clamp did not hold and the head slipped. The pin on the ratchet extension did slide (move) and created a laceration on the forehead. Add'l stitches were necessary. The pt had no post operative problems. The incident occurred after set up prior to surgery.